Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the red hub was detached from the catheter when flushing. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a partially detached groshong luer connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The extension tubing markings were worn. The red flushing connector was partially detached from the compression sleeve. Tactile inspection of the sample revealed severe tensile weakness throughout the red-luered extension tubing. Necking and discoloration were observed near the proximal end of the tubing. Microscopic inspection of the red flushing connector revealed it to be properly formed. The tensile weakness suggested that the red flushing connector was partially withdrawn from the compression sleeve due to tensile (pulling) stress. Catheter access and maintenance technique may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the red hub was detached from the catheter when flushing. There was no reported patient injury.